Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a false negative surestep hcg pregnancy test result as compared to a positive hcg blood test for 2 patients. The customer provided a roche immunoassay beta hcg result of 180 miu/ml but was unable to specify if this result corresponded with either patient. Although requested, no additional information was provided. A third false negative surestep hcg pregnancy test result was reported for a different patient and will be addressed in MDR 2027969-2017-00018.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with 25 miu/ml hcg as well as three high hcg urine concentrations (211.5 iu/ml, 218.1 iu/ml and 217.5 iu/ml). All devices for all concentrations showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.